Manufacturer narrative:
This report is submitted on september 10, 2021.

Event description:
Per the clinic, the patient experienced discomfort with the placement site of the implant. The patient underwent revision surgery on (B)(6) 2021 to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an osia was placed on the internal fixture.